Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported from the oncology pod of the ed that the nurse mistakenly increased the heparin infusion using ml/hour instead of units/kg. There were no adverse effects caused to the patient from the event.